Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the inner sheath, for 26 fr. Outer sheath exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (h6 ¿ health effect ¿ impact code): should be: 2645 ¿ no patient involvement. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, the ceramic tip was discolored, could not be identified. A discolored ceramic tip due to the age of the item, wear and tear, frequent use due to heat. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿no labeling review provided.¿ olympus will continue to monitor the field performance for this device.